Event description:
It was reported that the metal rim broke off the bag when the surgeon attempted to remove the bag from the pt. The metal rim was broken off and was stuck in the bag where the bridge closes the bag. A large incision was made and graspers were used to close and remove the bag. The hosp was unsure of the exact procedure date but knew it occurred the week of 03/1/99. The surgeon was never in serviced on the proper technique for using the device. There were no pt consequence reported.